Event description:
It was reported that the customer experienced a blood glucose (bg) level of 742 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. In (B)(6) 2026, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU), however the customer could not recall the exact date. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later with the issue resolved and no permanent damage, however the customer could not recall the specific date. Tandem technical support (tts) offered to complete a system check, however, customer unable to complete the check.